Manufacturer narrative:
The returned implantable pulse generator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient sought medical treatment due to shortness of breath at which time an interrogation illustrated the device was operating at the elective replacement indicator (eri), for several months. The patient is pacer dependent and reported discomfort. The device was scheduled for replacement which was later completed. The explanted device was then returned for laboratory analysis. No other resulting adverse patient effects were reported.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient sought medical treatment due to shortness of breath at which time an interrogation illustrated the device was operating at the elective replacement indicator (eri), for several months. The patient is pacer dependent and reported discomfort. The device was scheduled for replacement which was later completed. The explanted device was then returned for laboratory analysis. No other resulting adverse patient effects were reported.